Event description:
The customer reported that a fatal error message displayed on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation, and reviewed the error log. The reported problem could not be duplicated. The system was tested and is operating as intended.